Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the machines were in disconnected mode and running slow and unable to log into server. A technical support specialist rebooted the server and verified server uptimes, ensured all critical services were running, re-established connections to the health sight data manager, and restarted necessary services to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had a server outage and the machines were running slowly. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.